Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were not documented. Tests were done within 20 minutes with a difference of unknown percent. Patient did not experience any adverse events. No further information has been reported.